Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "intracapsular rupture".

Event description:
Patient reported right-side "intercapsular rupture" confirmed via MRI. Device remains implanted.